Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product, and capsular contracture (baker grade iii). Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and exchange from textured to smooth breast implants due to the patient¿s concern with the product.

Manufacturer narrative:
Continued e1 additional (fax number): (B)(4). Device evaluation: analysis of the returned device identified: weight to the spec, creases fold, wear abrasion, observed 40 mm dark patch edge material inside gel device and white calcification in the device. Cloudy and bubbles in the gel observed after autoclave cycle based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported left side exchange from textured to smooth breast implants due to the patient¿s concern with the product, and capsular contracture (baker grade iii). Device has been explanted and replaced.